Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 lot# serial# unknown implanted: explanted: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The device was returned, pending analysis.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that there was no such exposure to large electrical currents or strong electromagnetic fields near the specified length of time that was mentioned by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pain stimulation implantable pulse generator (ipg) was unable to provide the requested therapy due to stimulation settings being too high, resulting in the therapy being automatically turned off by the neurostimulator. There was an inability to connect to the implantable neurostimulator using two different tablets, and an error message stated, "system has encountered an unexpected error system error: 0x1775eca4." Additionally, the user was kicked out during an attempted impedance check. The patient¿s handset displayed a message indicating that therapy was off and advised contacting a clinician, with instructions to reduce therapy settings before turning therapy on. The device was placed into magnetic resonance imaging (MRI) mode, which runs an impedance test in the background. After deactivating MRI mode, another attempt to run an impedance check resulted in the application crashing. The caller was directed to seek further technical support to retrieve relevant logs and reports. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received, it was reported the patient had not had any cardiac procedures. It was noted the logs indicated there was no clear root cause for the error occurring. Technical services reviewed trying to reset the ins using the tablet and the potential need to replace the ins if the issue did not resolve. Additional information was received, it was reported the patient was scheduled for replacement to a non-rechargeable ins on august 15. It was reported that the implantable neurostimulator was no longer delivering therapy, was not working, and was not responding to attempts to interrogate. The patient was unable to charge the device, and there was a loss of stimulation resulting in loss of therapy. Additional issues included battery depletion almost immediately after charging for hours, communication issues with no communication or inability to communicate with the device, difficulty or inability to recharge, difficult or intermittent communication between the implantable neurostimulator and the recharger, and inability to connect the recharger to the implantable neurostimulator via the re presentative tablet. The device was implanted and subsequently explanted during a device revision procedure, with the implantable pulse generator replaced by a non-rechargeable model. Technical services were contacted, troubleshooting was attempted via phone and log review, and logs were sent to engineering for further review. Warranty services were activated for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: a71400, serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 977119, s/n: (B)(6) was returned for product analysis. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient denies having any medical procedures after their ins was implanted, they stated only bi-polar cautery was used to explant while the ins was in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.